Event description:
It was reported that the device had inaccurate flow rate. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and no problem was found. The customer reported issue was not confirmed. The device tested normally. No action was taken.